Manufacturer narrative:
The tech found the spring loaded catch bolt was being stopped by the cable that ran to the nurse control panel. The cable's outer sheathing and some of the wire were broken. He replaced cable and the outboard control panel to repair the bed.

Event description:
The account stated that the siderail will not stay up.